Event description:
It was reported that this right ventricular (rv) lead was unable to be implanted, the lead not being able to advance through the vein, due to the vein being tortuous. The physician tried to pull and push the lead, but the sheath kinked during the process, and it was exhibiting helix extension issues. A new lad was used but the result was the same. Finally, another lead was successfully implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was unable to be implanted, the lead not being able to advance through the vein, due to the vein being tortuous. The physician tried to pull and push the lead, but the sheath kinked during the process, and it was exhibiting helix extension issues. A new lad was used but the result was the same. Finally, another lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
A1. Patient identifier. A1. Date of birth. A2. Age at time of event. A3. Sex.

Event description:
It was reported that this right ventricular (rv) lead was unable to be implanted, the lead not being able to advance through the vein, due to the vein being tortuous. The physician tried to pull and push the lead, but the sheath kinked during the process, and it was exhibiting helix extension issues. A new lad was used but the result was the same. Finally, another lead was successfully implanted. No additional adverse patient effects were reported.